Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the camera of the navigation system experienced difficulties recognizing the passive planar probe. Troubleshooting did not resolve the reported issue, and the site elected to continue the procedure with a microscope probe. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.